Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
A customer reported via phone call indicating that they were hospitalized for a week on (B)(6) 2015 at 9:30 pm at with a high blood glucose level of 400 mg/dl. The customer stated that they had no delivery issues with their insulin pump which caused their blood glucose to rise. Customer was wearing the pump at the time of hospitalization. The customer was assisted with troubleshooting and the device passed the high pressure test. The customer did not return the product back for analysis.